Manufacturer narrative:
Controls were run once daily. Controls were run before and after incident and recovered as expected. Flagging preferences are set to '1202' which is low-level for blast cells, mid-level for variant lymphocyte and imm ne 2, with imm ne 1 turned off. Note: imm ne 1 is a flag for suspect immature neutrophils, primarily bands. Imm ne 2 is a flag for suspect immature neutrophils, primarily metamyelocytes, myelocytes, and promyelocytes. Field svc engineer made slight adjustments to white blood cell lyse diluent timing. The customer stated the instrument has been running well since the svc visit. The same pt has been back and the instrument has flagged appropriately. Raw data analysis was conducted. The data patterns were not consistent with the algorithm requirements for differential flags for immature cells and blast cells. Root cause is sample related. The neutrophil, monocyte and eosinophil populations showed a slight elongated distribution, but were not significant enough to set suspect flags. This reportable event was identified during a retrospective review of complaints conducted between 01/01/2008 and 10/23/2010 for add'l reportable events.

Event description:
Customer reported erroneous differential results were obtained with one pt sample when using the coulter lh 750 hematology analyzer. There were no instrument generated flags with the test results. The test results were determined to be erroneous when compared to manual blood smear differential with blast cells. Erroneous test results were not reported out of the lab. No reports of death or serious injury, and no affect to pt treatment as a result of this event.